Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: the event occurred on the second firing with a white cartridge. They were located on the bladder. The device was closed on tissue and then would not fire. They attempted to open the device and it would not open. It was stuck on tissue. The issue was resolved by using ligasure and clips. It is unclear what device was used to complete the procedure. There was no noise heard. There was no consequence to the patient. On what tissue type was the device used? At what location on the tissue? Bladder. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not fire, would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The analysis found that the device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples with tissue on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a radical cystectomy procedure the device misfired and would not open. The case is ongoing and it is unknown how the device was removed from the tissue. It is unknown how the case was completed. No patient consequence reported at the time of the call.